Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's implantable cardioverter defibrillator (ICD) started alerting every four hours. This is potentially indicative of a right ventricular (rv) lead issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.